Manufacturer narrative:
A medtronic representative visited the site and evaluated the system. The umbilical communication cable was suspected. The suspect cable was returned for medtronic's evaluation. Evaluation confirmed electrical failure on the cable. A replacement cable was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a plif procedure, the imaging system was able to initially take images, but when it was brought in again for additional images, there was an error indicating no communication with the mobile view station. Despite rebooting, the issue persisted. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and completed the procedure with a c-arm, with no adverse effect on patient outcome.